Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not deliver. It was reported that the bolus cord was connected to a gemstar pump. During testing, it was reported that after the button on the bolus cord was pressed, the gemstar pump did not sound an audible tone that indicated a dose was delivered. The customer contact reported that the bolus cord was replaced with a known good bolus cord. It was reported that when the button on the known good bolus cord was pressed, the gemstar pump delivered a bolus dose. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.